Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2: reference MFR report: 1627487-2017-00711. The patient had two extensions with the same lot number. It was reported ((B)(6)) the patient was experiencing an undesired burning sensation at the extension ipg connection site while stimulation was on. X-ray¿s confirmed one extension is partly pulled out of the ipg header. The patient underwent surgical intervention where the dual extensions were replaced with new ones. Intraoperative testing showed all impedances in range.